Event description:
It was reported that approximately seven days post-implant of a bifurcated device, an infrarenal aortic extension and a limb extension, the devices were explanted due to ongoing proximal endoleak. Reportedly five days post index procedure, where a bifurcated device and an infrarenal extension were implanted, the patient presented with an endoleak at the right limb of the bifurcated device (refer to MDR # 2031527-2013-00338) which was treated with a limb extension. The patient tolerated this procedure well; however, the patient presented with a proximal endoleak approximately two days post-secondary procedure. The physician elected to explant the devices and treat the patient with a dacron graft. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: product use in this case, might have been incongruent with the IFU due to: moderate/severe calcifications throughout the aortic-iliac system, with high concentrations seen at the bifurcation and the infrarenal aorta. These findings might have contributed to these events. Product use might have been cautionary due to the impending rupture state of the aorta, and the presence of mural thrombus. There might have been evidence of two separate events. The first event was a substantiated endoleak at the right iliac artery, which was successfully treated with a limb extension; there was substantiating evidence of a endoleak , and a partial stent collapse of the aortic cuff, which might not have been recognized or misdiagnosed, and therefore, not treated during the first event. This circumstance might have contributed to the second event: the substantiated explant and conversion. The endoleaks persisted and was seen on CT eight days post index, which prompted the surgical intervention. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.